Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a no delivery alarm from the reservoir. The customer's blood glucose level was unknown. The customer stated that 3 days ago, he was changing the infusion set and received a no delivery alarm while priming the infusion set. The customer was advised if the issue occurs again, he should try to disconnect and reconnect the reservoir set and verifies if the connection is secure. The customer was advised that if it does not work, he should change the infusion set.